Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, the type of contamination has been documented as dust on the blower box. Additionally, during the 30 second evaluation of this device an internal battery depleted error occurred. The device's internal battery, which was depleted was, charged to address this issue. Additionally, an error to check circuit occurred. The device's tubing was reconnected to address the issue. The device's front enclosure overlay is scratched, dc connector is broken, rubber feet are missing, and the handle, bottom case and o-ring all need to be replaced. The customer request the unit to be sent unrepaired. The unit was processed as unrepaired device.